Event description:
The customer reported a severe infiltration that required surgery. The nurse stated a mannitol infusion at approximately 1800-1830. At 2030 the nurse found an extreme infiltration. There was excessive swelling in the arm with extravasation. The patient has had one skin graft and is receiving hand and wound therapy. The patient is expected to have additional skin grafting. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Root cause of the customer's experience was not identified, however the pump is neither designed nor intended to detect infiltration and does not alarm under infiltration conditions. This was discussed with the customer.